Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of the patient's leads had migrated. The patient stated having multiple falls prior. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was noted that one lead was pulled out of the header. In turn, both leads and the ipg were explanted and replaced to complete the procedure. Effective therapy was established post-operatively.

Manufacturer narrative:
A patient underwent a revision was reported to abbott. It was determined that one of the patient's leads had migrated. The patient underwent surgical intervention to address the issue. During the procedure, it was noted that one lead was pulled out of the header. As a result, both leads and the ipg were explanted and replaced to complete the procedure. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.